Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection did not reveal any anomalies. Bench analysis found that both supercaps failed in-circuit, surge current was below normal, and a battery removal test failed. After both capacitors were replaced the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device failed incoming testing due to the main printed circuit board being out of specification electrically. With the rate set to 70 paces per minute and atrial and ventricular outputs set to 10 milliamperes and the backlight and menu off the battery was ejected and the device shut off after 1 second. The test was performed five times with the same result. During analysis it was also noted that the upper and lower cases and the battery drawer were broken and contaminated, the battery release was contaminated, the bail covers were broken, the ring cover and the ring were missing, the battery contacts were compressed and the bail bent. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.